Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty was encountered. The lesion being treated was located in the moderate to severely tortuous 1st obtuse marginal (om). The lesion was pre-dilated with a maverick 2 mr 2.5 x 15 balloon. Over a bmw wire, the physician fully deployed a taxus express2 8.8% 3.5 x 20 mm drug eluting stent at 12 atms with the proximal 5 mm of the stent placed on the bend. The balloon was completely deflated. After waiting as directed in the dfu, the physician attempted to remove the balloon from the stent but it was "stuck solid." The physician inflated the balloon up to 14 atms and deflated but the balloon remained stuck inside the stent. After fifteen minutes of trying varioius maneuvers, the physician changed the angle of the guide, and the stent delivery system and wire were removed. A jl5 diagnostic catheter was used to determine a satisfactory result. The pt was reported to have remained in stable condition without injuries or complications.